Event description:
It was reported that there was suspected undersensing for this right atrial (ra) lead. Boston scientific technical services (ts) provided troubleshooting actions and programming options to the health care professional (hcp). This lead remains in use. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).